Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) inspected the pyxis station, which had several drawer failures. Drawers were recovered but failed again immediately. The top drawer was opened and normal communication activity was observed on the sled. The issue began with legacy half height drawer two and later affected other drawers. Several drawers remained failed, unable to open or be recovered. The device was powered off and legacy half height drawer two was disconnected. After rebooting and launching the application, all drawers worked properly. Drawer 2.1 was removed, a damaged retractor band was found and replaced, then the drawer was reinstalled and the station rebooted, but failures continued. The device was powered off again and the pocket tray from drawer 2.1 was disconnected. After rebooting, all drawers worked properly. Another damaged retractor band was found on legacy drawer 4.2, which was removed, repaired, and rebooted. All pockets from drawer 2.1 were relocated, making medications accessible, with plans to replace the drawer due to bad rails and pocket tray. After the final reboot, the station was accessed and functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on bus. The customer stated that they managed to get the medication from other sources that caused a delay in patient care. There were no adverse events or injuries reported based on this event.